Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation but the pictures were reviewed, and the issue was confirmed. A review of complaint history did not reveal additional complaints for the listed devices. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. For cleaning procedures please refer to smith and nephew¿s recommended cleaning methods given in our cleaning and sterilization brochure-¿instructions for care, maintenance, cleaning and sterilization of smith & nephew orthopedic devices¿. The document is available from customer service or via the smith and nephew website, which suggests using a surgical scrub brush to remove visible debris. Possible causes could include but not limited to instructions not followed correctly, reprocessing error during cleaning/sterilization. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that there was dried blood on the tray and hardware, even though it was sterilised upon arrival from loan. The case abandoned mid surgery due to contamination risk. It is unknown whether the surgery was rescheduled or not. Patient outcome is also unknown.